Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. One photo was submitted to product performance engineering. The image appears to show paddle damage. Electrode 1 was displaced. The distal coupler was shifted and the pellethane tubing was torn, exposing the nitinol frame. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode, distal coupler and the torn tubing is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure there was difficulty removing the advisor hd grid catheter from the inferior vena cava. Following catheter use and removal from the patient the catheter was observed and was visibly damaged with internal wires exposed. An 8.5f direx sheath had been used with the catheter. There were no adverse patient consequences.